Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006, (B)(6) 2007 and (B)(6) 2010 and mesh was used. It was not stated which product was implanted on which date. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See medwatch 2210968-2012-02065 and see medwatch 2210968-2012-02066. The same patient is represented in each medwatch. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a surgical procedure on (B)(6) 2007 to treat pelvic organ prolapse and stress urinary incontinence and mesh was implanted. The patient experienced urinary problems, pain, dyspareunia, and stress urinary incontinence.